Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Event description:
The ipg was removed and replaced with a different device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the physician could not engage the screw in the header of the device, and the screw came all the way out with no clicking noise. It was also reported the physician pulled the screw out of the device header and could not reinsert. The ipg as removed and replaced with a different lead. No patient complications have been reported as a result of this event.